Event description:
On 1/11/93, pt had plate placed from c4-t1 for cervical spondylosis. On 10/5/93, pt complained of severe onset of neck pain. X-ray films demonstrated a fracture through superior portion of plate at uppermost screw hole opening. The plate remains in complete continuity in pt.